Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4), MDR 3003442380-2024-14630. Correction: this MDR is being submitted to correct the expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: test results and DHR review: this lot number: 6003524 and malfunction code adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to adhesive patch anomaly (only use if a specific malfunction cannot be determined and no description about failure type) has been evaluated through previous complaint investigation records: (B)(4) for the samples evaluation and (B)(4) for the DHR review. Therefore, the form-001548 does not require to be filled in again and those test/review can be leveraged. Refer to the attachment section 6.14 for the details. Trending: a query was run in database on 04/feb/2025 against malfunction code adhesive patch lifts or detaches during use and lot: 6003524 and another 1 complaints have been registered in database for the same lot: 6003524 and malfunction code. Conclusion summary of the related event: as a result of the following: no harm reported, no defect on tests returned samples, another 1 complaint received on the lot in question and malfunction code, no further actions are required, non-conformance (nc) raised not related to this complaint. Therefore, this issue will be monitor.

Manufacturer narrative:
Initial and final MDR - 1913848 - MDR 3003442380-2024-14630 - device 7 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06/04/2024, patient reported that 10 infusion sets fell off within 2 days of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.